Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was overdischarged and implanted too deep. The reporter stated, the patient decided to have a non-rechargeable ins implanted rather than having their original ins repositioned due to the patient¿s unwillingness to recharge their ins. It was noted that this was the patient¿s first overdischarge. It was further noted that coupling issues were reported and the ins was too deep to recharge. It was noted a physician mode recharge was not performed. The reporter stated the patient had pain at the device pocket and a loss of stimulation.

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(6); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger product ID 39286-65 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).